Event description:
Related to MFR report # 2183959-2012-02428. Related to MFR report # 2183959-2012-02429. It was reported by the plaintiff's attorney that on or about (B)(6) 2006 the plaintiff was implanted with a perigee system with intepro lite "to treat her for pelvic organ prolapse and other symptoms". It was alleged that the plaintiff "has experienced significant mental and physical pain, disability, suffering, has sustained permanent injury", has "permanent and substantial physical deformity", and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.